Manufacturer narrative:
Additional, changed, and/or corrected data. Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
An allergan practice development manager reported a patient who was treated with coolsculpting and had convulsions and hyperplasia post treatment.

Manufacturer narrative:
Vasovagal symptoms are listed in the coolsculpting user manual as rare but expected side effects. Vasovagal symptoms may include dizziness, lightheadedness, nausea, flushing, sweating, or fainting during or immediately after the treatment. Known triggers of vasovagal syncope include pain, trauma, sudden positional change or orthostatic hypotension, nervousness, hypoglycemia and stress. Common practice in the prevention and management of the vasovagal reaction can also be used in taking care of patients who develop vasovagal during coolsculpting, including removal of source of trauma (stopping treatment), having patient lie down or gradually and cautiously move towards the upright position. The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
An allergan practice development manager reported a patient who was treated with coolsculpting and had convulsions and hyperplasia post treatment.

Event description:
An allergan practice development manager reported a patient who was treated with coolsculpting and had convulsions and hyperplasia post treatment.